Event description:
New information notes that on (B)(6) 2018 two days after the system was explanted due to infection, the patient expired. There was no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available.

Manufacturer narrative:
The connector portion of the lead measuring 71.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after falling and breaking their arm. On (B)(6) 2018, pocket erosion with infection was observed. The system was explanted. It was noted that the patient was very sick from the infection. The source of infection is unknown.